Manufacturer narrative:
This report is submitted on may 29, 2023.

Event description:
Per the clinic, the patient experienced an episode of meningitis on (B)(6) 2023. Due to the meningitis, the patient was hospitalized (specific date and duration not reported) and during the admission, the patient was administered with IV antibiotics (specific date and duration not reported). Reported that the treatment was successful and the implanted device remains. Additional information has been requested but has not been made available as of the date of this report.